Event description:
It was reported that communicator for this implantable cardioverter defibrillator (ICD) displayed a red call doctor icon due to right ventricular (rv) lead shock impedances being out of range. The impedances were reviewed and found it was a gradual rise. This rv lead and ICD remain in service. No adverse patient effects were reported.